Manufacturer narrative:
(B)(4). (B)(6). The device was received for evaluation with approximately 230ml of fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed by removing the luer cap from the device¿s distal luer. After the cap was removed, the device was found to flow normally. The flow continued without stopping until the bladder was completely empty. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow during infusion. The device was filled with morphine, ketanest, haloperidol, and clonidine in a solution of 0.9% sodium chloride with a fill volume of 240 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.